Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 111 mg/dl, testing performed once daily. Customer feels well and observed no symptoms. Medical intervention due to the meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is not verified. Recall test results performed fasting from meter memory (date / time not set): 1: 98 mg/dl, (B)(6) 2015, 12:38 pm; 2: 131 mg/dl, (B)(6) 2015, 11:15 am; 3: 126 mg/dl, (B)(6) 2015 12:06 pm; 4: 153 mg/dl, (B)(6) 2015, 12:06 pm; 5: 116 mg/dl, (B)(6) 2015, 12:06 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 111 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is not verified. Recall test results performed fasting from meter memory (date / time not set): 1:98mg/dl (B)(6) 2015 12:38pm. 2:131mg/dl (B)(6) 2015 11:15am. 3:126mg/dl (B)(6) 2015 12:06pm . 4:153mg/dl (B)(6) 2015 12:06pm . 5:116mg/dl (B)(6) 2015 12:06pm . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.